Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not believe that the patient's symptom was device related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced overstimulation which caused poor control of her lower extremities. The patient will undergo an explant procedure.

Event description:
A report was received that the patient experienced overstimulation which caused poor control of her lower extremities. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-2316-50, serial #: (B)(4), description:infinion 1x16 perc lead kit-50 cm.